Event description:
The customer reported that device has a long beeping sound when powered on and the display is blank. Intermittently, there is an error message on the display: system fail, error 10021; when it stays, on the extended self test does not complete past the codec test. The shock counter has been reset and the configuration has been lost. There was no reported patient involvement.